Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The issue was not duplicated during an operational inspection of the device, but the system pca was replaced to prevent recurrence. After replacing the part on the device, a final test, battery and valve checks, run tests, and a cleaning of the device. And was found functional. The device was found operating properly.